Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Further follow-up and an additional disk analysis was planned for a later date. No adverse patient effects were reported. Additional information was received indicating the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Further follow-up and an additional disk analysis was planned for a later date. No adverse patient effects were reported. Additional information was received indicating the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Further follow-up and an additional disk analysis was planned for a later date. No adverse patient effects were reported.